Manufacturer narrative:
Follow-up #1: date of submission 03/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the pump was able to complete the rewind step successfully with no issues. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue; rewind stops prior to completion at position 100-206. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.